Event description:
It was reported that balloon burst. The 92%, 11mmx3.0mm stenosed target lesion area was located in a moderaely tortuous and calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 1013 kilopascal during the first inflation. The device was removed within the catheter all together, and the procedure was completed with another of the same device. No complications reported and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm proximal of the distal markerband. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres. The tip section of the device was visually and microscopically examined, and no damage or issues were identified. A visual and microscopic examination identified no issues with the blades. All blades were present and fully bonded to the balloon material. A visual and microscopic examination found no issues with the markerbands of the device. A visual and tactile examination identified no issues with the balloon material that could have contributed to the complaint incident. No issues were identified during the product analysis.

Event description:
It was reported that balloon burst. The 92%, 11mmx3.0mm stenosed target lesion area was located in a moderately tortuous and calcified left anterior descending artery. A 10/3.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon burst at 1013 kilopascal during the first inflation. The device was removed within the catheter all together, and the procedure was completed with another of the same device. No complications reported and the patient was stable after the procedure.